Event description:
According to the reporter during laparoscopic bilateral inguinal hernia repair with mesh (bilateral) upper midback recurrent sebaceous cyst excision, the balloon inflated horizontally. However it only halfway inflated, making only half of the dissection happen instead of the entire space. The surgical time was extended for two hours. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.